Event description:
It was reported that the basal iq software suspended insulin delivery without cause. Although requested, the customer did not upload pump data for review to determine a possible cause. In addition, it was reported that the pump time was inaccurate by an hour. Customer corrected the pump time to resolve the issue. The customer's blood glucose (bg) level was 433 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the basal iq software was suspending insulin delivery as intended. The customer's blood glucose (bg) level was 433 mg/dl. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the pump time was inaccurate by an hour. Customer corrected the pump time to resolve the issue.